Event description:
It was reported that something is wrong with the insulin pump. The device gave the customer 310 units within the last two hours, but the boluses were not programmed. The blood glucose reading was 43mg/dl. The customer was shaking, sweaty and dizziness. Performed the displacement test and passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Several boluses were programmed. All boluses were delivered and recorded in the bolus history and daily totals. Unexpected to confirm a bolus delivery anomaly. The device functioned properly. The unit was received with scratched lcd window.